Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for the high blood glucose (bg) alert when the customer's blood glucose level was elevated. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.